Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying. It was reported that patient underwent pubovaginal sling placement using rectus fascia on (B)(6) 2013 by (B)(6) due to incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a bilateral salpingo-oophorectomy, exploratory laparotomy, lysis of adhesions. The patient underwent mesh removal surgeries on (B)(6) 2010 and (B)(6) 2011 due to pain, erosion, infection, extrusion, urinary & bowel problems; dyspareunia; vaginal scarring & bleeding. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.